Event description:
Company sales rep reported that the customer reported a pin size leak in the cuff of the endotracheal tube. Pt was re-intubated.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. Reference associated MFR report # 2936999-2012-00004.